Event description:
It was reported that there was leakage in the filters from extension lines. This problem occurred during continuous infusion with blincyto drug. A drug bubble accumulated in the filter and leaked through the vent. The pump did not register any occlusion or high pressure during this time and did not alert about other problems. The leak occurred 24-72 hours after the start of the infusion. There was no patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: the device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Patient/consumer.

Manufacturer narrative:
Other, other text: b5: additional information received on 04-jul-2022 via email and attached to complaint object: fault occurred while in use with patient; no medical intervention; relevant tests not performed; patient was not receiving any other medications during the infusion. Patients must return to the ward every time the tubing leaks, instead of just every 4 days for the cassette to be replaced. Consumption of more drains, which increases the cost of patient treatment. Date of event, patient information updated. No injury. Additional information received on 08-jul-2022 via email and attached to complaint object: it was previously reported that the leaks occurred 24 hours after the start of the infusion, however, additional information received stated the data in the table is the most detailed and has been provided in writing by the user. I got the first information about leaks after a telephone conversation with a customer, so they could be imprecise.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: one sample was returned for investigation. Sample was received in used conditions without its original packaging, decontaminated and inside in a plastic bag visual inspection and functional test were performed. Visual inspection found no obstructions, damaged or broken, or other defects were detected in the product. Functional leak testing on the samples received were performed using hydrostatic vessel. The reported problem was verified and complaint confirmed. Per the investigation, it was determined that the root cause cannot be associated with manufacturing process since the failure could not be reproduced following assembly process, therefore the most probable root cause is that the filter became damaged from the use of solutions that contain high levels of surfactants, and is most likely user induced. No corrective actions were performed since failure mode was not related with manufacturing process. A DHR (device history review) was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10010579, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updated. D10: device available for evaluation: updated., corrected data: correction: date received by manufacture updated from 10/27/2022 to 07/29/2022. Correction: due date updated from 11/27/2022 to 08/28/2022.

Manufacturer narrative:
Other text: b5: additional information received on 29-jul-2022 via email and attached to complaint object stating that the issue was resolved. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. H6: event problem and evaluation codes: updates not required.